Event description:
It was reported that occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.